Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their insulin pump was making a loud noise during the rewind process. The customer's blood glucose level was unknown at the time of the incident. The customer also reported having trouble hearing the beeps. The customer reported the sound and vibrate worked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind and self test. No unexpected rewind anomalies noted. No unexpected audio or vibrate alarm anomalies noted. (B)(4).